Event description:
Customer states the use by date on the aviva test strip vial label is 03/31/2011; manufacturer#s batch record confirmed the actual use by date to be 03/31/2010. No adverse event reported. Requested return of product, replacement sent.

Event description:
Pt was revised to address pain.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.